Manufacturer narrative:
Subsequent information was received that this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that after several repositioning attempts due to high threshold measurements, an issue with the extension/retraction of the helix was noted. As a result, the lead was removed and replaced. No adverse patient effects were reported.